Event description:
Single account reported six clinical s. Aureus isolates that were giving false susceptible oxacillin (ox) mics (mic=05-2) on pmic20a multiple panel lots. Customer's off-line testing indicated resistance.